Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected low right ventricular (rv) lead shock impedances, high pacing impedances on the right atrial (ra), left ventricular (lv) lead and rv leads along with low intrinsic amplitudes on the lv and ra leads. The date these out of range measurements were detected correspond to the same date the patient underwent a procedure for an arteriovenous fistula where electrocautery was used. The rv lead has a history of high impedances and commanded shock testing was performed. As of today the device remains in service and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.